Event description:
Type of procedure: ni. Event description: the rep was informed that the bag detached from the metal prongs while inside the patient. The procedure being performed is unknown. It is unknown how the case was completed. The concomitant devices used in the case is unknown. The facility uses ethicon trocars. No patient injury. The rep spoke with the facility and the facility was unable to provide any additional information. No product return. Product was disposed of by the facility. Patient status: no patient injury. Type of intervention: ni.

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up will be provided upon completion of the investigation.

Event description:
Event description: the rep was informed that the bag detached from the metal prongs while inside the patient. The procedure being performed is unknown. It is unknown how the case was completed. The concomitant devices used in the case is unknown. The facility uses ethicon trocars. No patient injury, the rep spoke with the facility and the facility was unable to provide any additional information. No product return. Product was disposed of by the facility. Patient status: no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.